Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout, fluoroscopy revealed externalized conductors. The lead was electively capped and replaced. No adverse consequences were detected.